Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter ((B)(4)) that was used with the complaint device was provided for investigation on (B)(4) 2015. The device passed exterior visual inspection but failed global transmitter functional testing. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.